Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2013, a percutaneous coronary intervention was performed on a de novo lesion located in the 100% stenosed proximal right coronary artery to treat asymptomatic ischemia. After pre-dilatation, a 2.25x28 mm xience prime stent was deployed at 14 atmospheres. No post-dilatation was performed. The procedure was completed without issue. On (B)(6) 2014, planned angiography revealed restenosis at the lesion for which an unknown drug eluting stent was deployed for treatment and the symptoms were resolved. No additional information was provided.